Event description:
It was reported that patient underwent an orif ankle fracture procedure that utilized an ankle syndesmosis fixation device on (B)(6) 2015. During the procedure, the device was implanted, but was found not to have been fully seated or tightened. The device was removed from the patient and a second device was available and implanted successfully.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.